Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the device data logs showed messages indicating the customer's report. However, the device was put through extensive testing including shock testing, energy testing, off current testing, impedance testing, and hla testing using test pads without duplicating the report. The report was cleared and did not reoccur. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. No accessories used at the time were returned. Analysis of reports of this type has not identified an increase in trend.